Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative (fsr) report: the carefusion fsr replaced the turbine assembly and ran the operational verification procedure (ovp) and user verification test (uvt). The unit passed all test and the device is within manufacturer specifications.

Event description:
The customer reported vent inop, low minute volume (ve), circuit disconnect and motor fault. The customer reported patient involvement but no allegation of patient injury/harm.

Manufacturer narrative:
Results of investigation: the fa lab received the suspect component and installed it in a known good unit. The unit was powered on to ventilating mode and the device was operating within specifications. The reported issue was not duplicated.